Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. It¿s unknown if there was any abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with water and air. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. <inspection of the endoscope> inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. -keep the air/water valve¿s hole covered with your finger. -depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the customer reported to olympus, the evis lucera elite gastrointestinal videoscope, had reduced angulation found at receipt inspection. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that due to wear of angle wire, bending angle in upward direction does not meet the standards. Nozzle has foreign objects. Due to wear of angle wire, the play of upward downward knob did not meet the standards. Bending section rubber had a scratch and adhesive on it was scratched, chipped, cracked, and had a white clouded area. Adhesive around objective lens is peeled, had a white-clouded area and had a scratched. Adhesive around lg lens is peeled. Image guide protector had a scratch. Adhesives around light guide lens had white-clouded area. Plastic distal end cover had a dent. Connecting tube has a scratch. Switch 4 was worn, scratched. Switch 1, 2 and 3 had a scratch. Universal cord had a wrinkle. Paint on the suction cylinder was peeled. Protector of universal cord on suction connector side had a scratch. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.